Event description:
Note: there was no pt or procedure at the time of the event. It was reported to boston scientific corp on (B)(6) 2009 that during unpacking, a hole was found in the package of a rx dilatation balloon, compromising sterility. F/u info indicates that there was a puncture in the middle of the pouch. All seals were intact on the damaged pouch. There was no damage noted on the box or to the packaging of the other devices in the box.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).